Event description:
It was reported that the bronchofibervideoscope exhibited an e315 error (incompatible scope) with a black screen due to water invasion. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3 were mistakenly selected. G2 (health professional and company representative were mistakenly selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the reported event's root cause could not be determined and it was impossible to identify the cause of the internal water invasion. The suggested event is detectable and preventable by handling the device following the instructions for use (IFU): important information ¿ please read before use. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage to the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.